Manufacturer narrative:
The device was returned and investigated, and the gripper line break during removal and incomplete coaptation could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for gripper line break could not be determined. However, the reported single leaflet device attachment (slda) was due to challenging patient anatomy as well as poor image resolution. The reported poor image resolution was due to challenging patient anatomical conditions. The reported unchanged mitral regurgitation (mr) was due to slda. Additional, surgical procedure and hospitalization appear to be a result of case specific circumstances as the physician felt that they would not be able to get the desired mr reduction with a third clip. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for gripper line break, single leaflet device attachment and surgical intervention. It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4. The patient anatomy included a large posterior flail at the posterior 2 to posterior 1 leaflet location. Additionally, it was reported that the transseptal puncture was difficult, as it was difficult to get the correct position. Visualization was noted to be difficult, due to the patient anatomy. One clip was implanted without issue. A second clip was then implanted, at the anterior 1/posterior 1 (a1/p1) leaflet. During clip deployment, when the gripper line was removed, it was noted that the gripper line was broken. There was no difficulty noted during removal, and it is unknown when the gripper line broke. After deployment, the clip detached from the anterior leaflet, remaining attached to the posterior leaflet. No tissue damage was noted. A third clip was not implanted, as the physician felt that they would not be able to get the desired mr reduction with a third clip. The patient was taken for a surgical mitral valve repair procedure on (B)(6) 2020. Post surgical procedure, the patient was doing well. No additional information was provided.